Manufacturer narrative:
Per the repair statement, the device alarmed with a red light. This was due to the manifold valve assembly sticking.

Event description:
It was reported that the manifold valve is sticking. Per the repair statement, the unit alarms.